Manufacturer narrative:
(B)(4). Date sent 3/7/2025 corrected data d4: UDI# additional information received: date of mfg is 8/20/2022.

Manufacturer narrative:
(B)(4) date sent: 3/7/2025. Investigation summary per service manual operational and diagnostic analysis did not confirm the reported self activation. The unit passed all functional tests and is fully operational. No further investigation will be conducted on this complaint. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Manufacturer narrative:
(B)(4). Date sent 1/22/2025. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Serial number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure there was generated with a megadyne equipment in the client iq series of the equipment (B)(6), the equipment generates automatic activation without the doctor activate the pen or pedal, change of consumable is made and the problem persists.